Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of the episode noted supraventricular tachycardia (svt) that had conducted down into the ventricles and was treated with a shock. This caused the svt's morphology to change and led to multiple shocks to convert the patient back to sinus rhythm. This exhausted therapy in the s-ICD system. An x-ray was performed which showed the electrode made not be positioned appropriately. The patient will be brought back for induction testing in the future. The electrode remains in service and there were no additional adverse patient effects were reported.